Manufacturer narrative:
A3a: male. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
End user reports he has used this product for about 2 years and never has had any concerns like this with the product. He states he is a male in his 60s, caths 6- 7 x a day for nonobstructive retention just states his bladder muscle not working properly to drain his bladder. He states he has a medical device background and wanted us to be aware of this defect and wants replacements. He said of these (B)(4) boxes the majority of the catheters "maybe only 1 or 2" didn't have this defect the majority of them had the defect. He said he has had an issue with the paper tearing and they are not opening properly as they always have prior to this. The packaging normally separates in 2 even pieces but now it is tearing at the top by pull tab. He utilizes the adhesives sticker on the back for the wall and he usually puts his thumb on the tab at the top paper part to peel it back straight down but now it is just breaking at the "top tab just rips off". He thinks the adhesive used is too strong, it is adhering too much and not separating well. He has to grab hold onto the funnel end and "punch it through the packaging" to get it the catheter out to use it. He said he is taking precaution to not contaminate the catheter and reports no harm from using many of these with this concern. He said the paper looks normal like it always has, no other defects you can visually see it is only when he goes to open it, it tears.